Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: preliminary analysis: inventory review: the available units of this product code / lot number are checked and verified that there are no units in stock at the time. Quantity produced / imported: a total of (B)(4) units of the batch were manufactured in reference. Distributed quantity: the units manufactured were distributed to (B)(6) customers from different cities: (B)(6). Background: the claims database was reviewed and it was confirmed that there is no report related to this product code and batch number. Batch record: the documentation corresponding to the manufacture of the batch was reviewed and verified that the batch had a normal process, no deviations or alterations during production were identified. Analysis of the sample (s): there were no samples received and there are no units available for evaluation, it is not possible to carry out an appropriate investigation that can lead us to the cause of possible non-conformity reported. In this case a retrospective review of the lot (manufacturing, traceability and reports of claims related to the lot involved) is carried out, no deviations were found during this review. In the image received with the claim, it is observed that the needle is attached to the thread; as to the breaking of the thread without the availability of the sample it can not be determine if the cause could have been for an incorrect opening of the envelope (see attached image). Recommendation: when opening the inner packaging, take into account the direction of the arrows printed on the carton, which allows us to remove the yarn from the packaging without causing damage to it. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: colombia. It was reported that when the surgeon open the package it was discovered the thread was split in two and the needle was detached.